Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. A review of x-ray films provided confirm the alleged event. Connectors were implanted during the revision procedure and fractured rod remained in-situ. It is unknown if patient suffered a fall or if post-operative recommendations were followed by patient. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)...". "...post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications...". "...these devices can break when subjected to the increased load associated with delayed union or nonunion...".

Event description:
On (B)(6) 2017 patient underwent an extreme lateral interbody fusion procedure. Post-operative rod fracture at levels l5/s1 on left side and l4/5 on right side was identified. On (B)(6) 2018 patient underwent a revision procedure where rod connectors were implanted. During the revision procedure non fusion was identified, patients' iliac bone was used to perform a post lateral fusion procedure.